Event description:
It was reported that interrogation of the device indicated superior vena caval impedance high and pocket manipulation produced noise in the right ventricular lead. The patient later called in stating that the physician told the patient they had a fractured lead and patient complained of the "siren" coming from the implantable cardiac defibrillator. The lead remains in use at this time. No further patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The superior vena cava (svc) coil was turned off. It was later reported that the lead was exhibiting sensing integrity counts (sic), no capture, high and unstable impedance and had inappropriately shocked the patient due to noise. Detections were turned off until the lead could be explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.